Manufacturer narrative:
Due to character restrictions, initial reporter telephone number: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during routine check, the cs100 intra-aortic balloon pump (iabp) unit is not switching on. There was no patient involvement.

Event description:
N/a.

Manufacturer narrative:
Additional information: e1(event site state: karnataka, event site postal code: (B)(6)). A getinge field service engineer (fse) evaluated the iabp unit and found power supply unit failure. To fix the issue, the fse replaced power supply unit and performed all functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The iabp was then released for cleared for clinical service.